Event description:
It was reported that there was abnormal battery depletion and the device was replaced. It was noted that the battery life was "short" and "only lasted for 1 year." There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial #(B)(4)) found that it was functionally okay and that there were insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4).